Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a plif at l4/5 using rhbmp-2/acs and an allograft spacer supplemented with posterior fixation instrumentation. Approxiamately eight months post-op, a revision surgery was performed in part because an l4 pedicle screw had penetrated the l3/4 disc space. It was determined that the allograft spacer had completely resorbed, and the l4 endplate "turned to mush" likely resulting in the pedicle screw "popping through." Gelfoam with thrombin was used, but mostly evacuated prior to closure.